Manufacturer narrative:
The troponin t reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with a troponin t assay on the cobas 8000 e 602 module. The specific troponin t reagent used was requested, but not provided. No units of measure were provided. The sample initially resulted in a troponin t value of 26. The result was questioned by the clinician because it did not fit with other results of the patient. The sample was repeated on a different analyzer and the troponin t result was < 5. This repeat value matched the patient's other results.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.